Event description:
A surgeon was preparing to insert catheter with an introducer kit and tunneler. While manipulating the catheter, the distal tip broke off from the catheter. The catheter was not placed in the pt.